Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. A 2nd drain was indicated on 26-dec-2024: did the 2nd drain clog or fail to drain also? Yes if no, what was the reported issue for the 2nd drain? How was the clog addressed for the 2nd drain? Unk was the 2nd clogged drain removed and a another drain placed during an 2nd surgical procedure to place it?no. Two drains were used for the patient. Were there any intra-operative complications? If so, what were they? Unk how was the drain secured? Unk what was the date of first activation? (B)(6) 2024 how was the product function verified following the first activation? Unk who monitored the drainage and how often? Unk please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure? Unk the diagnosis and indication for the index surgical procedure? Unk were any concomitant procedures performed? Unk when was the 2nd procedure performed to place a new drain in patient? Unk other relevant patient history/concomitant medications? Unk what is the physician¿s opinion as to the etiology of or contributing factors to this event? Unk. What is the patient's current status? Unk surgeon¿s name? (B)(6) product lot number? Unk. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned additional information provided: (on 26-dec-2024)-notification that two used products were jammed, but only one was for survey. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Did the 2nd drain clog or fail to drain also? If no, what was the reported issue for the 2nd drain? How was the clog addressed for the 2nd drain? Was the 2nd clogged drain removed and a another drain placed during an 2nd surgical procedure to place it? Were there any intra-operative complications? If so, what were they? How was the drain secured? What was the date of first activation? How was the product function verified following the first activation? Who monitored the drainage and how often? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? When was the 2nd procedure performed to place a new drain in patient? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Product lot number? If applicable, will product be returned? If so, please provide the return date and tracking information. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a mastectomy on (B)(6) 2024 and a drain was used. In the ICU, the drain was placed in the patient who had a liquefied lymph node dissection up to level 3 on friday, (B)(6) 2024, but the lymph fluid got stuck somewhere in the middle of the drain on saturday and sunday, and the patient spent saturday and sunday without being able to the drainage. It was noticed on monday that the drain clogging occurred, and then it could do the drainage with a drain exchange. Fortunately, it was not affecting the patient. The product was used on the subcutaneous. The operation time was no extension. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested. 26-dec-2024-notification that two used products were jammed, but only one was for survey.